Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the front panel on the ventilator was faulty. The fsr replaced the front panel and tested the device. The issue was resolved. The fsr ran the operational verification procedure (ovp) and the device meets manufacturer specifications. The vyaire medical failure analysis laboratory received the suspect component, a vela front panel, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the touch screen on the ventilator was blank on start up. The vent booted up. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela front panel, and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to the backlight failing.